Event description:
Info received indicates the ground reading is high on the bed.

Manufacturer narrative:
The technician found the wire lugs were worn and the screw stripped in the power cord plug. He also found the ground loose in the electrical box at head of bed. The technician tightened the loose ground and replaced the power cord plug to repair the bed.